Event description:
Reporter indicated that handheld would not keep a charge. They tried different outlets and made sure the gold prongs of the serial cable were facing up when inserting it into the handheld. The handheld stays powered on for a small amount of time and then shuts itself off. Handheld was replaced with a new one. Good faith attempts were made to get prod returned for prod analysis, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.